Manufacturer narrative:
Product ID 3998, lot# v001067, implanted: 2006 (B)(6); product type lead product ID 3708360, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 3708360, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported, the patient had surgery where they moved the implant higher on their body. It was previously been located at the butt line and the patient had problems with that location. Following the revision, the settings on the handheld were not set right. One program did not have any settings. No outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is obtained, a follow-up report will be sent.